Event description:
The customer reported that the display on the device was blank.

Manufacturer narrative:
(B)(4). The customer reported that the display on the device was blank. The device was evaluated by a third party service provider. The optical switch assembly was replaced to resolve the issue. Based on the repair information for this event, the reported symptom is consistent with a failure to power up.